Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 04/06/2016 to report a loss of connection that occurred on (B)(6) 2016. Explained to patient about all of the other bluetooth devices they have and possibly laying on the transmitter when sleeping at night which can cause signal loss. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 04/21/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.